Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (8 mg/ml at 3.9023 mg/day) and morphine (8 mg/ml at 3.9023 mg/day) via implantable infusion pump. It was reported that the hcp did a refill and checked the patient's pump logs which showed 3 motor stalls and recoveries. The first motor stall occurred on (B)(6) 2021. Of note, the hcp denied electromagnetic interference/magnetic interaction/MRI during the first and third motor stalls and recoveries; however, noted that the second motor stall and recovery was MRI related. The hcp was awaiting response from the physician as to what to do next i.e replacement. No symptoms/patient complications were reported.